Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with device communication. A technical support specialist (tss) confirmed that the station was online in remote support specialist (rss). The customer confirmed that the station was working. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device screen was not working. The nursing staff attempted to restart the station, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.